Event description:
The lens was implanted in 1999. The post-op visual acuity was 20/20 and decreased to 20/30. Presumed lens calcification was noticed in 2002. However the lens remains implanted and no surgery has been planned.